Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream sensor which was not reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log and the downstream tubing guide was found during a visual inspection to be damaged, causing the reported symptom. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream sensor issue during set up. There was no patient involvement. No additional information is available.